Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown/not provided. A2: age at time of event unknown/not provided. A3: gender unknown / not provided. A4: patient weight unknown/not provided. B3: date of event unknown/not provided. D4: additional device information unknown/not provided. D4: unique identifier (UDI) number not available. D9: device availability unknown/not provided. H4: device manufacturer date unknown/not provided.

Event description:
New information: 29 feb 2024: doctor confirmed the screw of the mount fracture and implant was removed. Procedure not completed doctor reported that the mount broke during implant placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the complaint form and product received. Lot number has been added to the complaint.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv4b10, (implant, tapered screw-vent, 4.1mm collar, sbm, 10 mm l) for evaluation. Visual evaluation was performed. Fracture of the connection screw of the abutment identified. DHR review was completed for the subject lot number 1271846. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1271846 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, device malfunction did occur. Fracture of the connection screw of the abutment identified. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.